Event description:
Engine responed to a cardiac arrest victim. The lp500 AED was applied and continued to prompt - "connect electrodes." Crew checked pads and prompt continued. Als ambulance arrived within 2 mins and utilized their lifepak 12 to assess patient. Their report shows idioventricular pea followed by asystole. Advanced life support care continued, patient transported to hospital without change in cardiac status.